Manufacturer narrative:
Despite multiple requests for additional information, no further information has been received. The lens was not returned for evaluation. The inserter used was not identified, so we are unable to determine if a validated inserter was used. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Manufacturer narrative:
Investigation of this report is in progress. The device was discarded by the user facility and is not available for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that a line was observed down the center of an akreos ao lens after implantation allegedly ¿due to loading issues or a faulty lens¿. The lens was explanted post-implant and replaced with a new lens. Additional information has been requested but has not been received.